Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reported that they started feeling confused and took a finger stick value which indicated they were low. Patient then drank some orange juice, but did not feel better and called the paramedics. Patient was taken to the ER and administered medication via an IV. At the time of contact with dexcom technical support, patient did not report any further injury or medical intervention.

Manufacturer narrative:
(B)(4).